Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the healthcare provider (hcp) is in the operating room for an emergency replacement of an end of service (eos) activa pc to percept. The manufacturer representative (rep) is unaware of what the emergency was but only knows that device is at eos. The hcp could not get a therapy impedance to perform voltage to current conversion. Both electrode impedance and therapy impedance were ran, however, therapy impedance only provided . Technical services performed conversions and sent them in an email. No patient symptoms were reported. Additional information was received from a manufacturer representative (rep) reporting that the device was believed to be at elective replacement indicator (eri) and the hcp was able to get impedance numbers, just not therapy impedance. Additional information received from the manufacturer¿s representative (rep) reported the physician attempted to run therapy impedances multiple times and got the message. The physician made multiple attempts to resolve the issue with no success and the issue not resolving. No logs were available related to the event.